Manufacturer narrative:
(B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a frayed lanyard. A functional evaluation revealed a handpiece stall error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that during an unknown surgery, a button of the motor drive unit was not working. The procedure was completed without delay using a back up device. No patient injury or other complications were reported. Results of investigation revealed that during functional evaluation the device had a handpiece stalled error which makes it a reportable event.